Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during surgery several large air bubbles are generated from the tip of the cutter. No report of patient/user harm. No report of prolonged or delayed surgery.

Manufacturer narrative:
Unfortunately, since the involved cutter was not returned, no physical examination could be conducted to confirm the reported issue or to determine its cause. Device history record review for the lot revealed no deviations. It should be noted that there are various factors that could have caused air bubbles to emerge from the cutter, including, but not limited to a seal failure, a crack in the body, a damaged inner knife or a user error. In addition, the reported air bubbles could be related to the surgery settings selected during surgery. Without being able to examine the involved cutter, the cause remains inconclusive. Since no (manufacturer related) product failure could be confirmed, any remedial action/corrective action/preventive action/field safety corrective action (fsca) was deemed not necessary. Similar incidents and associated number of devices on the market were determined taking the numbers of vitrectomes as well as packs containing vitrectomes distributed within defined periods. The similar complaints were determined based on failure mode as reported vi-bubble. The complaint that is the subject of this report is also included in the numbers.

Event description:
We have been informed that during surgery several large air bubbles are generated from the tip of the cutter. No report of patient/user harm. No report of prolonged or delayed surgery.